Event description:
A28 mm diameter x 16 mm diameter x 16.5 cm aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was moderately tortuous with moderate calcification. Vessels were reported to aneurysm morphology is unknown. It was reported that the patients aortic neck was angulated 25 degrees. When the bifurcated stent graft was deployed the physician inadvertently pulled the stent graft down further than intended. The physician elected to place an aneurx aortic cuff. No additional clinical sequelae were reported and the patient is reported to be fine.